Event description:
It was reported that a patient underwent an vaginal delivery procedure on (B)(6) 2025 and suture was used. During the process of vaginal delivery, the medical staff performed a suturing operation on the external genital incision of the mother, but the suture broke and needed to be replaced and re punctured for suturing operation. Immediately replace the suture, re puncture, and complete the suture. This event has increased the patient's suffering and delayed treatment. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/23/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please clarify what ¿re-puncture¿ refers to? Re-suture. Does ¿re-puncture¿ just mean that the patient was re-sutured during the procedure after the suture broke? Yes. Please provide further details on the ¿patient¿s suffering¿. What does that mean? The patient got pain when it was re-sutured as needle will pass through the tissue. Was the patient treatment or post-operative care altered in any way due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patient¿s current status? Were there any adverse patient consequences? If yes, please provide details. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.